Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the urologic doctor at the user facility that the staff was carrying out an evaluation activity of the plasma system in a transurethral resection surgery. The course of the surgery took place normally without any type of problem. However, in the final minutes when the doctor was finishing the procedure the high frequency electro-surgical generator unit displayed an error, e433. The equipment was restarted but the generator turned off and on by itself. The unit was disconnected and turned on again using different outlets but the error repeatedly persisted, and the equipment did not want to work anymore. The doctor had already evacuated the tissue and was only finishing fulgurating the tissue. No equipment was replaced. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and an evaluation completed for it where the users complaint was confirmed. A visual inspection noted that the top cover has several minor cosmetic scratches. The front panel had minor dents and scratches, the touch screen on the front panel has no indications of punctures, scratches, or damage. A functional test on the esg-400 electrosurgical generator was completed where the device was powered on with no accessories connected. When the device was verified to be fully powered on, the device prompted with an error message. Error message e433 displayed on the touch screen and after a couple seconds the device rebooted on its own only to generate error message e433 again. Error e433 kept generating and displaying on the touch screen therefore, no other functional testing was able to performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between a faulty circuit (hvps) board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.